Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device: addrs1 implantable pulse generator (ipg) (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing thresholds and noise. The lead was explanted. No patient complications have been reported as a result of this event.